Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. Did the event occur during one or multiple patient procedures? It all happened with the same patient ¿ required 4 sutures before they had one work without coming apart. What is the total number of procedures? 1 procedure. Please provide the source or name of person providing answers to follow-up questions: (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04063, 2210968-2023-04064, 2210968-2023-04065, 2210968-2023-04066

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, per user facility medwatch forms mw5117374, mw5117375, mw5117376, mw5117377, provider was suturing lesions after lesion removal and needle and/or suture fell off or broke when trying to suture. The needle broke away from suture in three kits and the suture itself broke apart in one kit. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.